Event description:
It was reported that the implantable pulse generator (ipg) device was under detecting atrial flutter. It was confirmed that the blanked flutter search (bfs) was indeed programmed on. No programming changes were made. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2009. (B)(4).